Event description:
The customer ran blood glucose tests on two contour meters. The readings were 81mg/dl and 280mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.